Event description:
It was reported that the customer could not upload to carelink because the pump stops at 60 percent. Customer has had multiple alarms on the insulin pump. Customer's mother stated that a temp basal was programmed before the displayable history check failed alarm. Customer's mother was explained that the temp basal may have been stopped. Customer's mother stated that the pump was stored without a battery. It was explained that this was normal pump behavior. Insulin pump will need to be replaced due to multiple alarms. No additional information provided.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. No unexpected alarms were noted. The insulin pump downloaded properly. The displayable history crc check failed on startup alarms noted in alarm history due to corrupted history files.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.